Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient met with a manufacturer's representative and they reprogrammed their device. After they left they were feeling uncomfortable stimulation, shocking and the setting went up to 7. They tried to charge their implant on friday and the ins battery icon was red and didn't change. They had to charge twice a day since having their implant and wanted to know why they had to charge twice a day. They have their settings set to where they can't feel the stimulation because they don't like the feeling. After troubleshooting the battery icon changed to orange and it was reviewed that the battery takes a while to charge in order to get it back to green. It was reviewed how settings affected how often the ins needed to be charged. No further complications reported.